Manufacturer narrative:
Product ID (B)(4) lot# unknown serial# implanted: explanted: product type accessory product ID (B)(4) lot# unknown serial# implanted: explanted: product type accessory product ID neu_stylet_acc lot# unknown serial# implanted: explanted: product type accessory product ID neu_stylet_acc lot# unknown serial# implanted: explanted: product type accessory product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type lead .if information is provided in the future, a supplemental report will be issued.

Event description:
No new information. Device returned for analysis.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning leads related to implantable neurostimulator (ins) system during buried lead implant. It was reported healthcare provider (hcp) could not advance the lead (B)(4) nor could he pull the lead back through the needle after having advanced it to a certain point. The hcp attempted turning the tip of needle but the lead was stuck. The physician opened another lead (B)(4). The hcp noted needle appeared bent and found difficulty advancing it through the straight tip needle in the kit when attempting to do so on mayo before attempting implant with patient. The hcp then decided to implant a paddle lead instead of percutaneous lead. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the lead ((B)(4)) was done, and no anomalies were identified. The returned device passed all testing in the laboratory. If information is provided in the future, a supplemental report will be issued.